Event description:
Complainant alleged the during biomed testing the device was unable to adjust pacer current. Complainant indicated that there was no patient involvement in the reported malfunction.